Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to pain and a periprosthetic femur fracture. The patient¿s operative report noted patient experienced a stepping down rotational injury.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.